Manufacturer narrative:
(B)(4). Visual inspection of the incident device found a section of insulation around the irrigation holes to have melted. It was determined that the melting occurred as a result of arcing. Two possible sources of arcing were identified. Simultaneously activating the suction function and the electrical current may result in increased arcing at either the electrode tip or aspiration holes, causing the insulation to melt. Activating the electrode while retracted in the sheath could result in arcing through the aspiration holes and potential melting. The IFU for this device warns, do not activate electrosurgery and irrigation simultaneously.

Event description:
The customer reported that during the procedure, the shaft of the electrode melted. A new device was used to complete the procedure without issue. Nothing fell into the patient cavity and there was no patient injury.